Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04892. It was reported the pt was experiencing changes in stimulation, and reprogramming was unable to resolve the issue. The sjm rep met with the pt and determined the lead had multiple contacts with low impedances. An x-ray was taken which did not show anomalies. It was reported surgical intervention was to be undertaken to address the issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.